Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. (B)(4). Not explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(6). Device history records review was conducted. The report indicates that the: manufacturing location: part# 04.503.902s / lot# 9883815, manufacturing location: (B)(4), manufacturing date: 06.apr.2016 expiry date: 01.mar.2026. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. ¿sterility documentation was reviewed and determined to be conforming.¿ if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the plate broke postoperatively. The initial surgery was performed on (B)(6) 2016. The revision of the plate will be performed with another competitive plate (brand name and article number are unknown). There is no information available about patient and surgical outcome. This complaint involves 1 part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Concomitant devices added to complaint and were not investigated as no allegation was pointed on them: 6x unk screws a manufacturing investigation action & summary was conducted/performed. The report indicates that the: 1x article 04.503.902s with lot 9883815 / matrixmand-pref-reco-pl med r t2.5 ti received and forwarded to manufacturing plant mezzovico for investigation: as received condition of device: the part referred in (lot 9883815) is broken at level of the hole number 7 and it has been returned not in original packaging. Information etched on the product matches to complaint system and DHR. Product inspection the plate referred in (lot 9883815) was inspected for all the features pertinent to the complaint condition according to the product investigation matrix ¿broken/cracked¿ reported in the procedure. All the measurable features pertinent to complaint condition have been found conforming to specification. The plate is broken at the level of the hole number 7 for this reason this hole is not measurable. The holes 6 and 8 (the ones proximal to fracture line) were found conforming to specification for features that are still measurable. For these features, since the holes are manufactured using the same cnc program and tools (repeated features), it is possible to conclude that all holes were conforming to specification. The plate thickness and width were measured in different points of the plate and found in specification. No evidence of nonconformance manufacturing related. The raw material has been verified through review of certificate documented in the DHR review section. Conclusion considering that all relevant measurable product features meet specification and no visual defects manufacturing related have been identified on returned items, the conclusion of the product investigation is that the returned part is conforming from a manufacturing perspective. It is likely that an overloading situation led to this plate breakage. Disposition mia is disposed as confirmed due to evidence that the part is broken, but it's considered not valid for mezzovico because there is no evidence of issues manufacturing related. No manufacturing related issue was identified, therefore review to the specific prm and prm line is not applicable. Part returned to customer quality as per procedure. Product was returned for manufacturer review/investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: 05 dec.2017, two (2) unknown screws were returned broken. Unknown when or how the screws broke. A broken plate and additional (8) unk screws, two of them added as they are broken, the rest added as concomitant . There is no information available about patient and surgical outcome. This complaint involves 2 parts concomitant devices: 6x unk screws this report is 1 of 2 for (B)(4).